Event description:
It was reported that during a cryo ablation procedure using a polarx catheter they encountered a blood detection error. While the catheter was situated around the right inferior pulmonary vein (ripv) they received the blood detection message. They exchanged the polarx and the issue was resolved. When examined blood was seen in the balloon of the catheter. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which noted there was blood visible inside of the catheter's balloon. Next, they tested the catheter's circuitry and found the catheter did trigger the error for a blood detection when connected to the system. The catheter was then dissected, and the balloon system was pressurized under water to locate the source of the leak. A small breach was located in the outer balloon material. Based on all the available information the allegation of a blood detection error was confirmed. The cause of the blood ingress was traduced to component failure, due to the breach of the outer balloon material. This kind of defect would allow blood ingress into the catheter and trigger the blood detection error seen in the field.

Event description:
It was reported that during a cryo ablation procedure using a polarx catheter they encountered a blood detection error. While the catheter was situated around the right inferior pulmonary vein (ripv) they received the blood detection message. They exchanged the polarx and the issue was resolved. When examined blood was seen in the balloon of the catheter. The procedure was then completed with no patient complications. The catheter has been received for analysis.